Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted; however, the exact value was not provided. It was noted that the customer addressed the bg level with a bolus. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.